Manufacturer narrative:
The facility where the event occurred, or the operating physician information is not available. Hence, it is not possible to follow up and gather further information. The ivl catheter was not returned by the reporting party. Therefore, inspection of the device could not be performed. This MDR is being filed in an abundance of caution and for trending purposes. The likely cause for the reported difficult to advance and subsequent patient death could not be determined. The lot number of the device was not provided. Therefore, a review of the device manufacturing and test documentation could not be completed. However, shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
Shockwave was notified of a medwatch report (mw5107171) that was filed in which a shockwave ivl catheter was used to treat the left main lesion. The physician was unable to get the balloon in the lad. The patient lost pulse while on the table and the patient was unable to be revived. The outcome was patient death. The patient was covid positive. No other information could be obtained.